Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was not confirmed. However, it was observed that the dura guard tip of the unit exhibited damage that was likely caused by excessive side loading during use. The unit also exhibited bearing damage and was of an obsolete design, which is indicative of improper or ineffective cleaning and maintenance. If additional information is received, a supplemental report will be went. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a heat problem and that they could not insert the cutter. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.